Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan - another country alleging that his one touch ultra meter was reading inaccurately. The technical service rep (tsr) contacted the pt to obtain/clarify info on 06/22/07. The pt reported that he tests his blood glucose four times daily and administers humalog insulin based on his meter results (sliding scale not provided). Normal blood glucose results range between "5.0 mmol/l to 13.0 mmol/l". He reports that if his blood glucose ranges between "7.0 to 8.0 mmol/l", no insulin is administered. Approx three months earlier, the pt received a "whole load of test strips". The patient claimed that a total of 50 test strips peeled upon insertion into the meter. During the time of concern, the pt received a letter from lifescan alerting him of possible punctured test strip vials. The pt then assumed that the peeling test strips may have been attributed by a punctured vial and contacted lfs. The pt also alleged the following month, while experiencing peeling test strips, he had hypoglycemia event. Around 8:00 am on an unknown day, he described developing a feeling of dehydration. Within a half an hour, he described his symptoms getting worse. He developed double vision, his tongue swelled, he was unable to talk, and finally felt as though he was experiencing a stroke. The pt reported obtaining results between "7.5 to 8.0 mmol/l" (135 mg/dl to 144 mg/dl) on the day of concern, which he considered "inaccurate". The pt also reported that he had another one touch ultra meter, which he had been using simultaneously. Based on his insulin regimen and the fact that he was aware of his hypoglycemia, he had not administered insulin that day. The paramedics were contacted at 8:30 am. The paramedics arrived at 8:45 am and obtained a result of "0.5 mmol/l" (9 mg/dl) on their meter. The patient was administered a glucose injection in his arm. He was not transported to a hosp. According to the tsr, the pt was not cooperative during the follow-up call and was unwilling to confirm the results obtained on the day of concern. The tsr verified that the meter was set to mmol/l, the calibration code was set correctly, and the pt was using the correct testing technique. The tsr was unable to verify whether the pt was correctly cleaning the puncture area and where the samples were taken from an approved site. The pt has discarded the reported vial of test strips. Although peeling test strips do not attribute to inaccurate results. This complaint is being reported based on the pt's allegation. The pt alleged obtaining inaccurate blood glucose results, while experiencing symptoms indicative of hypoglycemia. The pt required glucose treatment for blood glucose of "0.5 mmol/l".